Event description:
It was reported that a user on the ilet system experienced sustained high glucose while performing a supply change and chose to reuse approximately one-third of a previous insulin cartridge; during the process the cannula initially fell out of the applicator, a new inset 23" set was used, the change was completed, and insulin delivery was resumed, with cgm showing ¿high¿ and a glucometer reading of 360 mg/dl and the user eating during the event. Symptoms included hyperglycemia. Outcomes included no health consequences or impact as the user reported no symptoms. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.